Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the rv lead was checked in the doctors office, no capture was seen at maximum output. An attempt to reposition the lead was unsuccessful. The lead impedance was high and there was no capture. The lead was explanted and replaced.